Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: rituxan was just starting to infuse when the patient went to the bathroom. The top of the IV pole fell into itself, causing the spike of the tubing to break off. Aprox. 10ml of rituxan spilled onto the pump. No injuries reported.

Manufacturer narrative:
(B)(4). No samples were returned for evaluation. However, a picture of a broken spike, drip chamber, and an empty solution bottle was attached. Visual examination of the returned picture noted the spike broke off into the solution bottle. The reported defect has been confirmed based off visual inspection. Per the end user's statement, the spike broke off after the patient got up to use the laboratory. It is possible that the spike broke unintentionally upon patient's movement. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.